Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Received only photo sample. Based on the attached photo sample, observed cut catheter. However, the reported event could not be confirmed due to poor sample condition. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Ti was reported that two foley catheters (123514a) have the same lot number. There was a problem in removing the balloon so one of the balloon was removed by a cut and another by perfusion of water and ruptured and then removed. Hence only one device can be returned as the other was discarded by staff. No patient information available.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It was unknown whether the product had caused the reported failure. Observed the balloon already damage due to user burst the balloon. Sample was evaluated and inflation eye are meet internal specification. Due to poor sample condition the complete investigation cannot be performed. A potential root cause of this failure mode is could be thin rubberize wall that could results in latex dip speed out too fast and also might be user related (over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Corrections: d,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
T was reported that two foley catheters (123514a) have the same lot number. There was a problem in removing the balloon so one of the balloon was removed by a cut and another by perfusion of water and ruptured and then removed. Hence only one device can be returned as the other was discarded by staff. No patient information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two foley catheters had the same lot number. There was a problem in removing the balloon so one of the balloon was removed by a cut and another by perfusion of water and ruptured and then removed. Hence only one device could be returned as the other was discarded by staff.